Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma

Event description:
Healthcare professional reported, "fluid is observed around the left breast prosthesis with a maximum thickness of 2.5 cm". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Biopsy reported "giant cell reaction of foreign body type, with extensive granulation" confirmed via ultrasound and microscopic study.

Event description:
Healthcare professional reported left side "fluid is observed around the left breast prosthesis with a maximum thickness of 2.5 cm". Biopsy reported "giant cell reaction of foreign body type, with extensive granulation" confirmed via ultrasound and microscopic study. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: granuloma: unable to observe. Seroma late: unable to observe. As per the investigation procedure, opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported, "fluid is observed around the left breast prosthesis with a maximum thickness of 2.5 cm". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s) for the device related to the reported event of seroma-late- breast and granuloma requested on december 13, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.